Event description:
Related manufacturer reference number: 2017865-2021-29830. Related manufacturer reference number: 2017865-2021-29835. It was reported that the patient presented in clinic due to an infection. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) lead were all explanted. The patient was stable throughout.